Event description:
It was reported that this right ventricular (rv) lead presented high pacing thresholds as well as low sensing. It was believed the lead had dislodged approximately eight days after initial implantation. This lead was subsequently successfully repositioned and remains in service. No additional adverse patient effects were reported.